Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient's implanted infusion pump containing unknown medication(s) (dose(s) and concentration(s) unknown). The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that in 2011, the patient's pump leaked and the patient experienced symptoms similar to malaise, felt kind of bad, and had a funny taste in her mouth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.